Event description:
It was reported that stimulation was ¿grabbing the patient down there¿ for about a week. The patient wanted to lower stimulation. The patient decreased stimulation from 3.9 to 0.6 volts; took pain medicine. The patient ended up turning stimulation off at the end of the call. Stimulation caused the patient to have bowel movements when she urinated. It was mentioned that the patient fell in the last month. The patient also used a catheter and a leg bag, so the ¿hole in her bladder¿ could heal. The hole had reportedly been there a long time and bag was recently placed. The patient was to follow up with her doctor next week.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# va07161, implanted: (B)(6) 2013. Product type: lead. (B)(4).